Event description:
Medtronic minimed insulin pump cracked along side of plastic near battery container disabling battery cap from successfully holding the battery in place for the pump to work. The crack was in a nearly identical spot to where my previous minimed insulin pump cracked.